Event description:
Patient presented to the physician with an infection at the neck incision site. Physician admitted the patient, drained the neck incision, and placed the patient on IV antibiotics and oral antibiotics. Patient was discharged. Patient presented back to the physician with fluid at the ipg incision site and drainage at the neck incision site. Culture was taken and returned positive for infection. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure.